Event description:
The abbott m2000 realtime system is intended for use in performing nucleic acid testing in clinical laboratories and is comprised of the m2000sp and the m2000rt instruments. The m2000sp is an automated instrument for performing sample preparation prior to nucleic acid testing. During a service call at the (B)(6), the abbott field service engineer detected a failure of the de servo ii power board while troubleshooting x-axis movement problems in the liquid handling (liha) arm of the m2000sp instrument. The fse noticed a burnt area on the component side of the power board. There was no report of fire or operator injury. The fse replaced the power board.

Manufacturer narrative:
The dc servo board ii located is a direct current motor board that is located inside a metal card cage that is located within the m2000sp liquid handling assembly. During normal operation of the m2000sp, the board is inaccessible. Therefore, the board posed no risk to the operator when it overheated, and proper fusing in the power distribution electronics was in place to mediate the risk of fire.